Event description:
It was reported that the patient requested that the implantable pulse generator ( ipg) be removed due to minor pain, and he was unhappy with the pocket position. There was no report of patient harm or injury. The device was relocated from the buttocks to the flank without complications. The device remains implanted and functional.

Manufacturer narrative:
(B)(4). Following the ipg relocation/repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device remains implanted and functional. The device history record was reviewed. No relevant nonconformances were found. Updated h6.

Manufacturer narrative:
Mml # (B)(4).

Event description:
It was reported that the patient requested that the implantable pulse generator ( ipg) be removed due to minor pain, and he was unhappy with the pocket position. There was no report of patient harm or injury. The device was relocated from the buttocks to the flank without complications. The device remains implanted and functional.